Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer implanted with a neurostimulator for unknown additional information was received on 2017-01-03 from the consumer reporting that they were able to charge the stimulator battery and the manufacturer technician was able to turn it back on. The patient stated that it was difficult to say if the issue of stimulation making pain worse continued. In order to get relief from their pain the patient needed to turn the stimulator on very high to the point where the patient could not stand or walk. After the patient turned it off the patient got spasms or twitched in their buttock and legs. The patient reported that they could use the stimulator if they were sitting or lying in bed but needed to turn it off to walk. The patient confirmed the device information and indicated that they did not have a physician that they notified regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer implanted with a neurostimulator for unknown indication. It was reported the patient was not able to charge their implant. When they tried to charge they would get the reposition antenna screen. The last time the patient was able to successfully charge was in (B)(6). Not being able to charge started on the date of report. The patient had not charged due to a medical issue. The patient was in a car accident in (B)(6) and was having low back pain. When stim was on it made the pain worse. The patient's pain was changing and they wanted to try and turn stim back on. The patient made a comment that it was either "turn stim on cut off his leg." No implantable neurostimulator (ins) pocket concerns were reported. The patient was redirected to their health care provider for a possible jump start, however the patient did not have a managing physician.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they spoke with the patient and had not used their device since (B)(6) and it was now overdischarged. They mentioned that they were going to try attempting a trickle charge to bring it back. The patient was informed that due to the length of time it had been overdischarged it would potentially need to be replaced if they would like to continue stimulation. Additional information was received from the rep on december 7 2016 stating that there was a confirmed overdischarge. They were calling in as instructed by the clinician programmer when clearing the power on reset (por), 0x8 that comes after the overdischarge. The patient realized that they could not charge approximately three months ago. It was reported a physician mode recharge (pmr) brought the battery out of overdischarge then a physician reset was performed to turn the unit back on. The patient was happy with current stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.